Event description:
It was reported that a patient underwent a cesarean section on (B)(6 )2012 and suture was used. On (B)(4) 2012, the patient was reoperated on for a hysterectomy. The patient developed a wound dehiscence and was admitted to the intensive care unit. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.